Event description:
Trial me 1000 tip broke off when it was fired. The broken piece landed on the floor. It was reassembled outside the sterile field and all the pieces were there. There was nothing retained by the patient.